Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in a follow-up on 14-aug-2020 call to ensure that the customer's condition improved - able to establish contact with customer and stated feeling the same- still having frequent urination. No additional medical intervention needed. Manufacturer contacted customer in a follow-up on 17-aug-2020 call to ensure that the customer's condition improved - able to establish contact with customer and stated feeling better. Customer is not having any symptoms and no additional medical intervention needed. Manufacturer contacted customer in a follow-up call on 25-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all test results obtained. The expected fasting blood glucose test result range is 120 mg/dl. The customer did report symptom of frequent urination. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. Customer went to the emergency room on (B)(6) 2020 due to having increased urination. When she arrived at the hospital, her blood sugar was taken and read 344 mg/dl non-fasting. Customer arrived at the hospital at 10:00 am and was discharged at 1:15 pm. Customer did not disclose what her blood glucose was when she left the hospital. The product is stored according to specification in the bedroom. During the call, a blood test was performed by the customer and produced test results of 450mg/dl fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is one month ago. The meter memory was reviewed for previous test result history. Result 1: 243 mg/dl date: (B)(6) 2020 time: 9:00 am non-fasting. Result 2: 281 mg/dl date: (B)(6) 2020 time: 9:50 am non-fasting . Result 3: 309 mg/dl date: (B)(6) 2020 time: 9:00 am non-fasting. Result 4: 376 mg/dl date: (B)(6) 2020 time: 9:00 am non-fasting . Result 5: 400 mg/dl date: (B)(6) 2020 time: 9:00 am non-fasting.